Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patients right atrial (ra) lead exhibited high threshold levels and had become dislodged. The lead was removed and replaced. No patient complications have been reported as a result of this event.